Manufacturer narrative:
This report is part of a retrospective review and remediation. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly.

Event description:
Medtronic received information that no com pump to xmtr-unresolved, lost sensor alarm occurred. There was no adverse impact or consequence reported as a result of this event.